Event description:
Customer reported the insulin pump was responding to the buttons delayed. Customer stated he was unable to go forward with the delivery of a bolus. Customer's blood glucose was 301 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.